Manufacturer narrative:
Initial reporter address (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that catheter entrapment occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During insertion, resistance was felt and device could not advance further on the guidewire. The procedure was completed with another of the same device. No complications reported.

Event description:
It was reported that catheter entrapment occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During insertion, resistance was felt and device could not advance further on the guidewire. The procedure was completed with another of the same device. No complications reported.

Manufacturer narrative:
E1. Initial reporter address (B)(6). E1. Initial reporter city- (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were tightly wrapped and had not been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no issues with the hypotube or the shaft polymer extrusion of this device. This device was successfully loaded onto a 0.014 guidewire with no issues noted.